Event description:
It was reported that a balloon burst occurred. The 100% stenosed target lesion was located in the right coronary artery. A stingray lp catheter was selected for use. During the procedure, the balloon was gradually inflated to 3atm on the first inflation for a few seconds; however it was noted that the balloon burst. The device was simply removed without any intervention. The procedure was completed with another of same device. No complications were reported, and the patient was stable after the procedure.

Event description:
It was reported that a balloon burst occurred. The 100% stenosed target lesion was located in the right coronary artery. A stingray lp catheter was selected for use. During the procedure, the balloon was gradually inflated to 3atm on the first inflation for a few seconds; however it was noted that the balloon burst. The device was simply removed without any intervention. The procedure was completed with another of same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the stingray lp balloon catheter. The shaft, hypotube, tip, and balloon were microscopically and visually examined. Contrast was present in the inflation lumen and blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device or balloon. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the balloon inflated to the rbp with no leaks or difficulty. Product analysis did not confirm the reported event, as the device was able to be inflated with no issues and the balloon was not burst.